Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error . The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was loose. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.